Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) study. It was reported that overnight following an ablation procedure involving a intellanav stablepoint open-irrigated catheter, the patient experienced pericarditic pain due to pericarditis. Colchicine was prescribed preventively post procedure and toradol was added the day following the procedure. No further patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Newton af clinical study. It was reported that overnight following an ablation procedure involving a intellanav stablepoint open-irrigated catheter, the patient experienced pericarditic pain due to pericarditis. Colchicine was prescribed preventively post procedure and toradol was added the day following the procedure. No further patient complications were reported. It was further reported that the event was resolved on (B)(6) 2021.